Event description:
This pt had a mitral valve replacement with a st. Jude prosthesis in 1995. The past year, the pt has had symptoms of shortness of breath & congestive heart failure. The valve was found to be dysfunctional with immobility of one leaflet.